Manufacturer narrative:
Product event summary: the reported issue was not confirmed in visual inspection for both inside and outside the device, and no anomalies found in functional test, backup test and self-test. Cracks were confirmed on the sensitivity parameter dial and upper case. The sensitivity parameter dial was cracked and raised from its original place, preventing the device from being set to the desired mode. The cracked dial and upper case, key pad, key panel, o-ring and clear cover were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that while the external pulse generator (epg) was being used with a patient, the sensitivity knob was turned to the left but the epg did not switch to soo mode. The knob was loose compared with before. The epg was returned for servicing and analysis. No patient complications have been reported as a result of this event.